Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon had removed implants for infection at (B)(6) hospital. Dr [surgeon name] does not require any contact as removal was for infection only. Original surgery was done in 2020. Original surgery surgeon was dr [surgeon name]. Original surgery hospital was at (B)(6) hospital.

Event description:
Additional information received: was there a surgical delay because of this event? If yes, what was the duration of the delay? There was no delay in surgery. What is the affected side involved in this event? Left hip or right hip? --> the right side had the removal of implants and spacer is currently in situ until the infection clears. Was there any alleged deficiency to the reported products? If yes, please provide details. No deficiency to report re components, this report was done only because we were removing our components. No issues from surgeon re our explants. Was the hole eliminator explanted? If yes, please provide the product code and lot number of the hole eliminator. I don't believe there was a hole eliminator explanted as I don't think one was used at time of index procedure.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.